Manufacturer narrative:
Examination of the returned product confirmed the fracture occurred through the lag screw hole of the nail. Stereoscopic examination on the fracture surface under magnification noted that beach marks were on both sides of the screw hole. Beach marks indicated that fatigue initiations were in the lateral aspect of the screw hole. The wall of the screw hole near the fracture initiation was burnished and deformed, which provided the evidence that the nail bore the weight of the body. Excessive weight bearing led to fretting fatigue initiation and propagation to the nail fracture. No material defects were apparent. Provided information states the implants were in the patient for two months. In the indication section of the surgical technique: these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subjected to repeated stress in use, which can result in metal fatigue. In the warnings and precautions: bone screws and pins are intended for partial weight bearing and non-weight bearing applications. These components cannot be expected to withstand the unsupported stresses of full weight bearing. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that (B)(4) other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for fractured hip nail.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.